Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received blood glucose readings of 96 and 101 mg/dl on the contour xt, retested on the contour and was tested in the lab. The readings were 56 and 58 mg/dl, respectively. The customer felt aggressive and agitated. He was also shivering. He drank coke and lemonade and felt better. The customer was advised to return the test strips for evaluation.